Manufacturer narrative:
The reported product catalog number 10101 was not a valid product catalog number as it was missing additional digits. However, davol has determined that the reported lot number husb1346 is valid for bard/davol product catalog number 0010101, therefore, we are submitting this report under the valid lot number and associated product catalog number. A DHR review has been conducted. All paperwork appeared complete and accurate. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2008: pt underwent a ventral hernia repair with a bard kugel hernia patch. On (B)(6) 2009: pt underwent explant of the bard kugel hernia patch. Pt has suffered and will continue to suffer physical pain and mental anguish.